Manufacturer narrative:
At the visit on site the fse (field service engineer) verified the system. Logfiles showed that flap thickness (z-offset) setting was within company specifications. The fse adjusted the flap thickness. The leveling of the system was done correctly according to the service manual. The leveling of the system was additionally verified and changed. This was done in alignment and approval by company r&d. After service the system was successfully verified according to company specification and alignment was confirmed by multiple additional tests. The treatment report shows a desired flap thickness of 107m. The planned flap thickness is out of recommended cut setting for low complication rate cutting procedure. The root cause for the reported event can be identified as an flap thickness alignment of the system with a low flap thickness (lower than 120m) desired and selected by the surgeon which therefore caused flaps to be thinner as expected and the related complications such as bubbles and vertical gas breakthrough. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported issues with flap thickness following lasik flap creation. The intended flap thickness is 107 microns and the outcome varies from 78-130 microns. Additional information has been requested.